Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first and second firing on the stomach were both made with black reloads and there was poor staple formation. There was bleeding at the staple line and blood loss was not more than 500cc. Clips and suture were used to help to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. Two photographs of the complaint event were received. Photographic inspection noted that blood was oozing from the staple line. Visual inspection of the returned product noted that the reloads were fully fired. Sub-flush staple pushers were noted on the first reload. Damaged to the knife channel was noted on the second reload. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife channel may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of sub-flush staple pushers may occur through clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.